Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2018-01589, reference MFR report#3006705815-2018-01590. It was reported by the patient¿s family member that the patient passed away on (B)(6) 2018. The cause of death is unknown at this time.